Event description:
The customer called in to the customer service center and stated that he had used an intermittent hydrophilic catheter. During insertion of the catheter, the customer stated he felt a sharp tip on the catheter. The customer observed blood on the catheter upon removal. The customer stated he would see how the next catheterization progressed before seeing a physician.